Event description:
The customer reported that the infusion set was leaking. The event occurred during chemotherapy infusion treatment. There is no information provided with regards to the patient. The complaint device was sent for further evaluation. One set of transfusion set vl tr 10 that is used and contaminated was received from the customer for investigation. During the investigation a tightness test was performed on the received sample and a leak was found at the gluing connection between the tube and the rotating luer lock connector. Since the batch number was missing and not provided by the customer a comprehensive investigation and a review of the production document could not be performed. Due to the leak that was found in the initial investigation the complaint was forwarded to the production facility for further investigation. It was determined by the production facility that the leak is due to a manufacturing error during the gluing process. The assembly staff was re-trained on the process.